Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Reportedly, cgm values were not populating which increased their bg level. Bg was addressed via correction bolus via pump. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.